Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when passing needle 1.6 l150 through the upper hole of the template, which indicates if the height of the plate is adequate, it was verified that it was not possible to pass any of the four guide needles of 1.6 mm. The plate was placed without a template. There was no delay in the procedure and the surgery was performed successfully.